Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging the ipg. The patient was doing fine after the procedure.

Manufacturer narrative:
Additional information was received that another reason for revision was due to pocket pain.

Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging the ipg. The patient was doing fine after the procedure